Manufacturer narrative:
Block h6: imdrf device code: a180104: captures the reportable event of a foreign material present in the device.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was to be implanted in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. Prior to the procedure, brown spots were noticed on the white handle upon opening the device. The sterile pouch was reported to be sealed. There were no patient complications reported as a result of this event.